Manufacturer narrative:
A ge representative conducted an on site investigation. The representative reset cb3. Error logs recorded an overload fault at the time of the failure. Regreased candlesticks. No indications of arcing in the wells. Testing of the batteries indicated failure. Installed batteries. Tested system after installation of batteries and system worked as intended.

Event description:
The customer reported the system reported tube hot message. The customer continued to use c-arm and the mainframe shut off. All lights went off and display went blank. Re-booting did not work. No customer injury was reported.